Manufacturer narrative:
The device was not returned. Lot number for this complaint is unknown and could not be provided by the account. The report could not be substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "following adaptation suture penile shaft skin acorn after circumcision, there was increased wound dehiscence".